Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of failure of the caged glenoid component. The root cause of the failed glenoid could not be determined because adequate information involving the patient and the index surgery was not provided. (H6) 1924, 1260.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this male patient¿s left glenoid was found to be in multiple pieces. On x-ray. Upon revising, multiple pieces were within the joint. The surgeon removed as much as he could find, and the device pieces are being returned for inspection. The surgeon said that the patient did not experience a traumatic event. Patient was last known to be in stable condition following the event.